Manufacturer narrative:
Prime alarm during the prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was rebooting and the numbers were counting up during manual prime. The device went blank, then the screen lit up and icons appeared on the screen. The blood glucose reading was 140mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller mentioned that the drive support cap is protruded. Advised the customer that the insulin pump would be replaced. No further information was provided.